Manufacturer narrative:
The controls were run before and after the event with results within specifications. The unit currently is performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). The specimens were collected in 4 ml hemagard tubes and processed within 24 hr. A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed that the aspiration probe was going to deep into the mix chambers which can cause r flagging especially on nucleated red blood cell (nrbc). The fse performed probe alignment procedure, but found that the probe depth adjustments provided during the procedure for nrbc and differentials were causing the probe to bottom out in the chambers. The fse was instructed to manually enter the required adjustments rather than the automatic adjustment obtained to ensure proper clearance so that the probe did not bottom out on the mix chambers. Following the repairs, the fse completed 10 samples consecutively without error. Failure mode was attributed to misalignment of the probe depth adjustments for the nrbc and differentials mixing chambers. (B)(4).

Event description:
The customer reported to beckman coulter (bec) frequent r* flagging on nucleated red blood cell (nrbc) and differentials for control and patient results obtained on the unicel dxh 800 coulter cellular analysis system. The customer indicated that maximum volume, conductivity, light scatter (vcsn) parameter errors were being displayed in the error log. The issue was occurring in the cd and cdr mode. No instrument printouts were provided for the investigation. No erroneous results were generated as a result of this incident. There was no death, injury or effect to patient treatment associated with this event. *r flag definition: r - instrument-generated flag; review the result according to your laboratory's protocol. When editing parameter results, this flag requires special handling. Any parameter derived from an r-flagged parameter cannot be recalculated until the parameters with the r flags have been edited.